Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side "getting afraid to keep the prosthesis and face bigger problems", "accentuation of the enhancement of the fibrous capsules" and "slight alterations related to previous bilateral surgical manipulation" via MRI. Healthcare professional later reported capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side "getting afraid to keep the prosthesis and face bigger problems", "accentuation of the enhancement of the fibrous capsules" and "slight alterations related to previous bilateral surgical manipulation" via MRI. Healthcare professional later reported capsular contracture baker grade IV. Healthcare professional reported "nodules". The device remains implanted.